Manufacturer narrative:
Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician (who is also the pt) to our local affiliate (B)(4). This case involves a female pt (age nos) who received poly-l-lactic acid (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unknown date. The pt developed a palpable nodule, which was not visible, in the naso labial area. Corrective treatment, if any, was not specified. Event outcome is unk. (B)(4). Reporter's casualty assessment: not provided. Add'l info received on 05-aug-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred.